Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was over 600 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer has experienced problems with the infusion set tape not sticking and the cannulas bending. The customer uses cold insulin to fill the reservoir, so he was advised to fill the reservoir with room temperature insulin. The prime test passed. However, the high pressure test failed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.